Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, which resulted in pacing inhibition. The patient is not pacemaker dependent. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).